Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered significant extensive and multiple infections, inflammation, erosion of the mesh, and internal and external scarring. Pt has and will continue to experience mental and physical pain and suffering of multiple surgeries and sustained permanent injuries. No other info is available.